Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin (1g, once every five days, duration not reported) and injection fortum (daily, dose, route, and duration not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information is not available at this time.

Manufacturer narrative:
Complaint no: cmplnt (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the patient¿s fluid was clear. Should additional relevant information become available, a follow-up report will be submitted.